Manufacturer narrative:
The exact event date was not available, therefore the date 10/01/2024 was used as estimate as it was reported that the urethral atrophy started 7 months after the implant procedure. Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) cuff underwent a thorough analysis. The component was visually inspected and tested for leaks. Wear at fold was noted, but no leaks were identified. The reported patient symptom of atrophy and urinary incontinence are known risks associated with implant of these device as indicated in the instructions for use (IFU).

Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence due to urethral atrophy. A surgical procedure was performed to remove the cuff and implant a new one proximally. There were no device issues and no additional patient complications.

Manufacturer narrative:
The exact event date was not available, therefore the date 10/01/2024 was used as estimate.

Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence due to urethral atrophy. A surgical procedure was performed to remove the cuff and implant a new one proximally. There were no device issues and no additional patient complications.